Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced the tape not sticking event on (B)(6) 2026. The infusion set came off after a few hours. No further information available.